Manufacturer narrative:
Conclusion code no longer applicable.

Event description:
Additional information was received from a consumer indicated in (B)(6) 2014 (specific date not provided) she formed a granuloma in her back and then it was fixed. Per this reporter it was on (B)(6) 2014 (previously reported (B)(6) 2014) where they replaced the catheter.

Event description:
It was noted the patient had undergone a catheter revision on (B)(6) 2014 where the catheter was replaced due to suspected granuloma. No issues were observed and the patient was sent home. The pump was used to deliver dilaudid, clonidine and baclofen. Additional information reported the granuloma was identified by MRI. The patient was experiencing worsening lower back and leg pain. The patient did not have a follow-up appointment yet.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10836r66, implanted: (B)(6) 2001, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).